Manufacturer narrative:
Referenced medwatch 2032227-2014-68009 for additional information. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported that the customer's insulin pump was leaking. The customer, over two years ago, had a diabetic ketoacidosis. Her blood glucose level was not reported. The product was not returned. Nothing further to report.